Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 470 mg/dl. The customer had changed the infusion set the day prior to the event. The customer stated that he gave himself a total of 40 units of insulin, but his blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that he had not programmed any boluses for today, yet the bolus history shows that 25 units have been delivered by bolus delivery. The customer stated that he would feel more comfortable with a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.